Event description:
It was reported that the as lvp 20d 3ss cv bv was blocked/occluded while trying to infuse remicaide. The following information was provided by the initial reporter: "partial infusion did not get infused because it was still in the tubing" . "Patient was infusing remicaide".

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that the partial infusion did not get infused because it was still in the tubing could not be verified due to the product not being returned for failure investigation. A device history record review for model 11522558 lot number 20116054 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - accuracy with lot #20116054 regarding item #11522558. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d 3ss cv bv was blocked/occluded while trying to infuse remicaide. The following information was provided by the initial reporter: "partial infusion did not get infused because it was still in the tubing" "patient was infusing remicaide."